Event description:
It was reported that the lead exhibited a bipolar impedance range from 872-2000 ohms. The unipolar lead impedances ranged from 416-550 ohms. The ventricular polarity was changed to the unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.